Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was stated that the patient underwent an original artificial urinary sphincter (aus) surgery, however, the patient had a previous ams advance male sling system implanted about 5 years ago. The surgeon does not know any additional information on the advance male sling procedure as it was done at a different hospital by a different surgeon. The reason the patient needed a aus was that he was still incontinent. Additional information was received that this patient's incontinence was better than baseline following the sling implant, but the patient was still not as dry as he would like. The patient was using 3 pads a day prior to the aus. The aus surgery was successful with no complications.